Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 600s (mg/dl) and ketones. Customer administered correction boluses and injections to stabilize bg levels. Reportedly, customer recently started menstrual cycle and believes this possibly contributed to elevated bg event. Recommendation was made to consult with health care provider regarding diabetes management.